Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated. Quality controls were acceptable. The field service engineer replaced the measuring cells and sipper nozzle. After recalibration, all results were comparable between the analyzers. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ferritin assay on three different cobas e 801 analytical units. The sample initially resulted in a ferritin value of 1544 ng/ml (serial number (B)(6)). The sample was repeated on two different cobas e 801 analyzers, resulting in ferritin values of >2000 ng/ml, accompanied by a data flag (serial number (B)(6)) and 1211 ng/ml (serial number (B)(6)). No questionable result was reported outside of the laboratory.